Manufacturer narrative:
Device evaluation: opening, wear abrasion, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior, stress mark. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional additionally reported "any creases associated with hole." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right-side deflation". Device remains implanted.